Event description:
It was reported that the patient complained of chest pain soon after implant. Perforation was noted via echocardiography. Lead was explanted and replaced. Patient condition after event was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.